Event description:
It was reported that the patient presented with right ventricular (rv) lead noise oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.